Event description:
After inserting lens surgeon noted the lens was defective. Iol implant damaged upon implantation (micro fractures seen under microscope mag). Removed and new iol implanted. No harm resulted to the patient. Manufacturer response for iol implant, (brand not provided) (per site reporter) product given to vendor for review/replacement.